Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer and evaluation in underway. A supplemental MDR report will be submitted once evaluation is complete. The instructions for use (IFU) identifies premature coil detachment and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil implant was used in a procedure for treating a renal transplant patient with 3 aneurysms to be embolized. Reportedly, the anatomy was severely tortuous. Resistance was felt towards the distal tip at which point the coil unintentionally detached inside the microcatheter. The coil was removed from the patient and another catheter was used to straighten the vessels and different coils were used to complete the case successfully. There was no report of harm or injury to the patient.

Manufacturer narrative:
The device was delivered and received by microvention; however, at some point after the decontamination of the device, the device was misplaced and our normal investigation could not be performed. If the device is located at a later date, microvention will issue additional supplemental report. The reported event stated the coil encountered resistance and separated from the pusher in the distal section of the microcatheter; severely tortuous anatomy was also mentioned. The separation of the implant from the pusher is consistent with the coil experiencing tensile (i.e. Retraction) force that exceeded the strength of the implant's attachment monofilament. Damage or other conditions with the associated microcatheter and/or the referenced severe tortuosity can result in the coil experiencing increased resistance during advancement, which could lead to the implant separating.